Event description:
The event involved a primary plum set, 15 micron filter in sight chamber, clave secondary port, 1.2 micron filter on an unknown date. The reporter stated that there was a nutrition leakage through the filter of the set. This report is intended to capture a second set that was returned for evaluation but not included in the initial report.

Manufacturer narrative:
Received 1 used 15443-31 primary plum set for inspection. The 1.2 micron filter was observed to be wetted out at the inlet and outlet filter vents on the set. The set was tested per product specifications. There was leakage on the set at the filter vent of the 1.2 micron. The reported complaint can be confirmed. The probable cause of the leakage is due to a temporary or complete loss of hydrophobic properties due to prior infusate interaction.